Event description:
It was reported to physio-control that the customer's device powered off by itself twice while being used on a patient. A firefighter on scene powered the device back on each time. It was also reported that the device delivered a shock while it was it was on. Reportedly, the treatment was continued with a backup device and the patient was transported to a hospital. There was patient use associated with the reported event however, there was no adverse patient outcome.

Manufacturer narrative:
Physio confirmed through a review of the electronic data from the device that the reported loss of power occurred. After additional investigation it has been concluded that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power.

Manufacturer narrative:
(B)(4). Physio-control performed an additional clinical analysis on the reported event. Physio determined that the use of a back-up device constituted as medical intervention in order to prevent permanent impairment to the patient.

Manufacturer narrative:
Recall: 3015876-01/04/2017-001c; 3015876-01/06/2017-001c.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported failure. Proper device operation was observed through functional and performance testing. The device will be returned to the customer for use. A cause of the reported failure could not be determined.